Event description:
In 2005, this cochlear implant recipient reportedly developed an external ear infection aftr swimming. The infection was treated with antibiotics, but the pt continued to report pain over the implant site. She was then admitted to the hosp for 7 days for treatment with IV antibiotics and sent home with a course of bactrim antibiotics. As the infection persisted, a tube was placed in her ear. Yellow discharge was apparent and cultured. The culture was positive for yeast. Her ear was suctioned and she was then placed on two courses of zithormax. At some point, the pt's primary care physician reportedly cultured staph aureus bacteria in the same ear. As reported in 2005, the pt is experiencing persistent pain over the implant site. An infectious disease specialist reportedly indicated to the pt that the pain may be referred sensations. The specilaist prescribed neoporin drops for the middle ear infection.